Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The complaint allegation cannot be confirmed. The most likely cause is attributed to user-related factors, such as the application of excessive force or off-axis insertion during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a distributor reported via (B)(4) that (qty. 2) ar-4009s single-shot instruments were requested to be removed from consignment during an ehile orif of ocd. No patient was affected. On 15-dec-2025 additional information was received. The rep advised that the drill broke twice while doing an ocd repair. They had to open a second single-shot disposable, but the drill broke again so they opened a multi-shot guide.